Event description:
It was a demo case on a patient having a whipples procedure. We had flotrac and presep in situ. The patient had general anaesthesia and epidural as standard. She was paralysed and on positive pressure ventilation. Flotrac showed expected information with nothing untoward. Bp and heart rate were relatively normal for the situation, no tachycardia or hypotension. Clinician and staff then inserted the presep (to about 12 or 15cm I think - certainly not near 20cm) and it showed a cvp of minus 10 mmhg. Although the patient might be dilated due to the epidural, the anesthetist has never seen a cvp below 1 or 2 in this situation. All clinical indicators and flotrac suggested the patient was adequately filled. Scvo2 was around 80%. The patient was not septic. The clinician and staff transduced the cvp on every lumen to see if there was any difference which there wasn't. All lumens aspirated freely and did not appear kinked. Drugs and fluids infused as expected with no hindrance. Clinician and staff moved the arterial lines from the flotrac to the cvp transducer (medex) to check the transducer and the arterial pressure transduced normally. The surgeon confirmed the vena cavae appeared adequately filled and blood flowed from the lines when disconnected. When we brought the height of the transducer right down artifically low we got a cvp trace with a pressure fo 25. The anesthetist decided to replace the presep but first we withdrew the presep to about 8cm to see if there was any difference which there wasn't and exactly the same thing happened again with the new presep. She didn't want to subject the patient to another line change to insert their usual cvc and of course all this activity constituted a huge distraction from the management of the patient's anesthetic. The anesthetist was very frustrated and annoyed as we couldn't find a reason for this seemingly erroneous. Cvp reading but none of us could see that it could be a problem with the presep as it is only a tube. However, we are at a loss as to what the problem could have been / why the cvp was reading so low. The patient was managed whilst ignoring the cvp.

Manufacturer narrative:
Device not returned.